Manufacturer narrative:
Continuation of concomitant products: 457445 lead implanted: (B)(6) 2012 429678 lead implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.